Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood body fluid on the outer tubing overlay, and there was blood in/on the lobe mechanism.

Event description:
It was reported that the left ventricular lead implantation was attempted, but not used due to patient anatomy. The device was removed. No patient complications were reported as a result of this event.